Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that received a failed battery test alarm when he changes battery. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump contacts were damaged. The customer was advised to monitor the insulin pump. The customer was advised to revert to back-up plan until the replacement battery cap arrives. The insulin pump will not be returned for analysis.